Manufacturer narrative:
Additional information h3, h4, h6, and h10 h4 device manufacture date: june 24-26, 2020 h10: the actual device was not available; however, a video of the sample was provided for evaluation. The returned video was reviewed, and it was noted that the video showed fluid inside a bag that contained the device which suggested a leak may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had fluid leakage in the packing bag. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.